Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported a tampon fell apart leaving pieces inside. She had to manually remove the tampon pieces and the rest of the pieces came out on their own later. She experienced pain, discharge, then cramping, fever, nausea, fatigue, and dizzy spells.